Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The device was functionally okay.

Event description:
It was reported that a patient had been having severe pain in the left hip and leg, he was very sore at the implantable neurostimulator (ins) site, and it felt hot at times. The symptoms started a couple of weeks prior and were gradually getting worse. The patient met with a manufacturer representative on (B)(6) 2014 for reprogramming, stimulation was programmed to go down the left leg and increased, the patient couldn¿t withstand the increase on both sides of his body, and it gave him ¿spaghetti legs.¿ the patient had an MRI on (B)(6) 2014 due to severe pain. An appointment with the patient¿s healthcare provider was scheduled for (B)(6) 2014. It was later reported that the patient had a burning sensation and complained of feeling hotness when he turned stimulation up to 5 volts. The hotness had a gradual onset about 10 minutes after stimulation was turned on and had been occurring the past week. To relieve the warm sensation, the patient turned stimulation off or decreased the amplitude to 4 volts. With stimulation on at the patient¿s current settings, the pocket was palpated and the patient could feel warmth. About 4-5 minutes after stimulation had been off, the pocket was palpated again and the warmth had returned. The patient noted that the warmth was at the bottom of the ins. The pocket site looked fine with no redness, swelling, or irritation. The patient hadn¿t fallen since starting to feel the hotness at the pocket site, had fallen about 7-8 times since implant, but hadn¿t fallen recently or landed on the ins. Electrode impedance was checked at 0.7 volts and the measurement was in the normal range. Therapy impedance was measured for programs a1 and a2. Program a1 was s et at 0 negative, 1 negative, 2 positive, and 3 positive at 5.1 volts, 450 pulse width, and 40 hz and was 662 ohms and 7.673 ma. Program a2 was set at 0 negative, 2 negative, 4 positive, and 6 positive at 5.0 volts, 450 pulse width, and 40 hz and was 607 ohms and 8.164 ma. The patient was scheduled for a laminectomy and was wondering if the device needed to be replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had a burning sensation at the ins site at certain amplitudes when the patient turned stimulation up. It was further noted that impedances were normal. Additional information received reported that the ins was explanted on (B)(6) 2014 and the ins would be sent back to the manufacturer for analysis. Additional information received reported the patient complained of the ins heating up if amplitudes were set over 5.0v. It was noted that there was no patient death. It was further noted the patient status after the device was removed was recovered without sequela.

Event description:
Additional information received reported that the falls were not related to the device. Additional information received reported that an explant of the ins had been planned for the thursday following the date of this report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that there were no apparent malfunctions or device issues during the procedure. The reporter stated the cause of the event was not determined during the explant. The reporter further stated they did not know the patient's condition since surgery as their implantable neurostimulator (ins) was not turned on that day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.